Event description:
It was reported that the patient underwent revision surgery to replace a dislodged magnet in 2011 (date not reported). Per the clinic, the patient experienced necrosis of skin flap tissue subsequent to minor trauma, leading to the decision to explant the device. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device, however, it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).